Manufacturer narrative:
(B)(4). User facility listed in initial reporter.

Event description:
Post operative bleeding was noted in the patient. It is alleged that the bleeding caused hypovolemic shock and a reoperation was needed.